Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the soft connector of the set return line tp square (transducer protector membrane) was damaged, which allowed the reported leakage. The lines of the set are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line of a prismaflex st150 set was damaged and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.